Event description:
Nellcor puritan bennett received a report that the ventilator failed to cycle while being used on a pt. The customer stated: the setting failure alarm was activated, nurse noticed that the machine stopped operating. When the doctor rebooted the unit, it functioned properly.